Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes increased ventricular thresholds and that the lead impedance increased from 800 ohms to 1200 ohms. The physician "assumed that the pacing failure and the rise in impedance was due to the blood penetration."